Manufacturer narrative:
The report of ¿discomfort at ipg site¿ was not confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all functional testing (no anomalous outputs were observed) on the ate (automated test equipment). Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site. Patient reported a ¿little¿ discomfort at the pocket site and elected to switch to a smaller ipg.

Event description:
It was reported that patient experienced discomfort at ipg site. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated reporter phone number (B)(6). .